Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was blank. Blood glucose level at the time of the incident was 135 mg/dl. During troubleshooting, the customer was unable to get the display to return. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test, however pump had moisture damage on the lcd board. Pump had cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.